Event description:
It was reported that pump experienced malfunction code and customer contacted support after no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again.